Event description:
It was reported that during a rectum procedure, the device cut and stapled, but the surgeon had bad problems removing the device from the anastomosis. Had to hand suture to complete the procedure. There was no pt consequence.